Event description:
It was reported that a clear link access set was leaking. This was noticed during infusion of heparin (non-baxter product) and while an empty solution bag was being changed with a new bag. The reporter stated that the tubing broke apart from the drip chamber and the leak occurred from this location. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection found that the tubing was separated from the drip chamber out-let port. Microscopic inspection of the tubing end found that there was no obvious solvent plow ridge. The remaining solvent bonds were then pull tested with no failures found. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.